Event description:
It was reported that the patient presented to visit and eri indicator was observed. The device was unable to be interrogated and no pacing was noted. Premature battery depletion suspected. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. A longevity calculation was performed and was found to be with the expected limits. However, rapid depletion from eri to eos was observed. The device function was normal when tested on the bench. Therefore, the rapid depletion from eri to eos could not be determined.